Event description:
It was reported that the lead dislodged and cardiac perforation was suspected. No effusion was noted; perforation could not be confirmed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.